Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(4) 2010, the humapen memoir was reported to have a weak display with missing digits. This humapen memoir is associated with pc (B)(4). The operator of the device, training status and length of use of the suspect device and the device model were not provided. Return of the device is anticipated. It was not reported if the patient would continue to use the device.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.